Event description:
On the 12th of april 2022, the customer from (B)(6) reported that the staining quality was not good and sometimes the instrument failed to stain. The instrument could not be used; the customer has another instrument to complete testing. The fse inspected the instrument and found that the faulty syringe caused the staining issue. The instrument has been repaired, it is fully operational and is available to the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. (B)(6).